Event description:
N/a.

Manufacturer narrative:
The microsensor was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - received catheter in drainage tube. The icp express reading passed with 614. The device passed electronic, noise, and signal drift tests; internal calibration, and linearity/hysteresis tests were omitted due to the drainage tube. Unable to confirm the complaint. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the ventricular microsensor was implanted into a patient (monitor used 826635), the icp readings were normal at 14mmhg. Twenty minutes later, the readings rose to 26mmhg. The physician then conducted external ventricular drainage. The icp readings were still reading 26 mmhg. Thirty minutes later, the icp readings went down to -20mmhg than gradually rose to -7mmhg. Then the icp readings stayed between -7 to -4mmhg. The physician stopped external ventricular drainage, and the icp readings were still negative. The device was replaced with a new one.